Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the first proglide attempted were successfully pre-placed. Reportedly, when an attempt was made with a second proglide device, the foot of the device did not close completely and remained open even though the lever had closed completely. The patient was reportedly obese and they had to manipulate the pannus to get blood return from the marker lumen prior to deployment of the device. The device was eventually removed; however, it was believed that the artery was torn by the foot of the device as the foot had remained opened. There was resistance removing thd device and force was used. The foot of the device remained intact. Additionally, the suture pulled right out of the vessel after the device was removed. Wire access was maintained and a non-abbott closure device was attempted. That pulled right out as well. Assessment was that the arteriotomy was still quite large. Wire access was lost with the deployment of the non-abbott device. Manual compression was attempted and hemostasis was not achieved; therefore, a surgeon was called in to cut down and repair the arteriotomy. A patch repair angioplasty was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: ¿perform a femoral angiogram to verify the location of the puncture site.¿ it is unknown if the IFU deviation contributed to the reported difficulties. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and the subsequent treatment appear to be related to circumstances of the procedure. In this case the reported ¿patient was reportedly obese,¿ indicates it is likely that the smc device needles, and foot interacted with patient anatomy preventing the capture of the suture in the vessel wall and possibly capturing tissue or suture in the foot when closing the lever. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.